Manufacturer narrative:
(B)(4). (Exemption number e2015036). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Notes: initial MDR originally submitted to the FDA on 14dec2018, however, there was an error in FDA acknowledgement. Resubmitting on as part of a delivery message review.

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 12/mar/2018 and inspection of the unit was performed on 13/mar/2018 where the quality control inspector found the following: fluid invasion in pve connector. Right angulation decreased. Up angulation decreased. Ccd circuit board corrosion. Pve electrical pin corroded. Left angulation decreased. Down angulation decreased. Air/ water socket cylinder o-ring chipped. Core corroded. Insertion tube bump at stage 1. Passed dry leak test. Pve electrical connector frame has severe corrosion. Up staycoil corroded. Right staycoil corroded. Left staycoil corroded. Down staycoil corroded. Passed wet leak test. Fluid invasion in control body. Fluid invasion in umbilical light guide cable. Right angle wire corroded. Left angle wire corroded. Down angle wire corroded. Up angle wire corroded. Right/ left pulley wire corroded. Up/ down pulley wire corroded. Control body mild discoloration. Customer complaint confirmed. Control body mild corrosion inside. Shield cover corroded.. Hole in # 4 remote control button cover. Distal cap - fixed type failed seal integrity inspection. . Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to the user on 12/apr/2018. Parts replaced: o-rings and seals. Adjusting collar. Angle wire. Bending rubber. Rl pulley assy. Ud pulley assy intermediate plate. Lg cable connector assy ntsc. Pcb for ccd k2 pb-free/ntsc. Remote control button (1). Deflector body link. O-ring(0.5x1.3). Distal case/cap. Deflector op wire connecter guide. Staycoil holder bracket. Base plate. Bending rubber. Connecting receptacle(2). Connecting receptacle (3). Dr-stopper assy. Stopper screw holding plate. Ul-stopper assy.